Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing low blood glucose (bg) levels (30s mg/dl). Customer only stated that bg levels were immediately treated, however no explanation was provided as to how they were treated. Customer believed that issue was a result of hard labor and did not think that the bgs could be pump related.